Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During implantation of a 2.7 non locking screw, the surgeon applied torque that was consistent with other screws in the distal radius plate. This screw's head broke off. The body of the screw was left in the patient.

Manufacturer narrative:
The reported event that during implantation of a «bone screw, t7, diam. 2.7x18mm», the screw's head broke off and the body was left in the patient, could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The device inspection revealed that the screw is broken in the threaded part, just below the head. The hexagon of the screw head is pretty deformed, while the remaining edges of the threaded part are deformed with breakages. The broken surface is fibrous with the appearance of chevron marks which point to the origin of the fracture and are commonly a result of a brittle failure. Such a fracture can occur due to excessive force being applied on a specific part of the device that does not have the ability to deform plastically before breaking. The reported breakage is likely to have happened, due to excessive torque being applied on the screw. During tightening, the screw is usually under high forces. Such power, in combination with rotational moves and the existence of dense bone could definitely deform the screw and lead to a fracture. It was reported that the patient was a (B)(6) year old male with healthy bone. The quite deformed hexagon of the screw head, indicates violent moves. An improper insertion of the screw with the usage of inappropriate tools, could have definitely led to the reported breakage of the screw. Users should always read the instructions provided before using a specific instrument/implant. As per IFU (v15013), ''ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. [¿] single use devices cannot be reused, as they are not designed to perform as intended after the first usage. Changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and re-sterilization may compromise the integrity of the design and/or materials leading to diminished safety, performance and/or compliance with relevant specifications. [¿] while rare, intra-operative fracture or breakage of instruments can occur. Instruments which have experienced excessive use or excessive force are susceptible to fracture. Instruments should be examined for wear or damage prior to surgery.¿ as per op. Tech. (Variax distal radius), ''to avoid disengagement of the screwdriver blade from the screw during insertion, axial pressure is recommended. [¿] in hard, cortical bone a 2.3mm cortical drill bit (60-23341) or the 2.7mm tap (62-27010) may be used to insert the 2.7mm screw to help reduce the risk of screw breakage during insertion.'' Screw breakage in general has been experienced. It does not present an unanticipated event in itself. Depending on the load application, on the suitable anatomical reduction, on the kind of bone breakage and other factors, a screw breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. Implants will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Implant breakage may occur when the material is subjected to repeated loading and unloading resulting fatigue of material. If the loads are above a certain threshold (microscopic) cracks will begin to form on the surface.¿ if the screw has not been inserted carefully and with the appropriate tools, it is quite possible that its integrity has been compromised, which is definitely a deviation from the specifications. Based on investigation, the root cause was attributed to a user related issue, due to high axial forces during insertion of the screw. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
During implantation of a 2.7 non locking screw, the surgeon applied torque that was consistent with other screws in the distal radius plate. This screw's head broke off. The body of the screw was left in the patient.